Manufacturer narrative:
Product analysis: analysis confirmed the deformation of the screw thread of the handle screw. The joint is deformed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the device could not be fixed. No further complications were reported regarding the event. Update: pre-op diagnosis: spinal canal stenosis procedure involved: med levels implanted: l4/5 the product came in contact with the patient. There was no impact to the patient.